Manufacturer narrative:
Follow-up #1: date of submission 27-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: an attempt to download the pump history and black box was unsuccessful due to moisture ingress in the pump. The battery cap was not returned with the pump. A test battery cap was used for testing. During testing, the test battery cap was unable to fully tighten to the pump but able to power on. The pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. During the 24-hour duration test, a 128-fb80 (post delivery motor power supply) warning was produced due to moisture ingress. During testing, moisture was observed inside the battery compartment and behind the display lens. The battery compartment was found to be cracked from the thread area to the case seal and below the grip pad. A leak test was performed and a leak was identified at the battery compartment. The pump cover was opened and moisture was observed throughout the internal components. The original complaint that the pump was unable to power on could not be duplicated. The original complaint of moisture ingress was confirmed.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture was located in the battery compartment and that the pump would not power on. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.